Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that a patient was being monitored for spo2 and ECG. The patient desaturated, and alarm didn't sound. They weren¿t seeing the spo2 alarm at the central telemetry unit because of so many alarms were going off. The patient stayed in rvr atial flutter and the monitor techs didn¿t see the spo2 alarms. The patient had returned to a lower level of care when this was brought to the attention of a philips clinical specialist.

Manufacturer narrative:
There was no product malfunction. A philips product support engineer (pse) reviewed this report. The pse examined pictures provided from the customer site by a philips national support specialist (nss). The pictures show that the customer is using two different spo2 adapter cables. One (dark gray over-mold at the module connector) is the correct cable to use. The other is a 3rd party cable. The philips instructions for use (IFU) state that only approved accessories should be used. The nss spoke to the philips customer care group, and they provided the customer with quotes for brand new lead sets. The nss spoke to both the customer lead telemetry tech as well, as the biomed supervisor, and informed both of them that the suspected cause of the issue is related to bad cables, and until they use the approved cables on the devices, philips cannot guarantee the proper operation of the system; they both understood. The device remains at the customer site, and no subsequent calls logged for this device/issue. No further investigation is warranted at this time.